Manufacturer narrative:
The technician investigated and could not duplicate the issue, the bed functions as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No repair needed the bed was found to function as designed. Based on this information, no further action is required.

Event description:
The account reported the care giver lowered the patient head section and after releasing the head down switch the head raised with no switch being depressed. The bed was located in (B)(6) at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).